Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient did not have allergy testing.

Event description:
It was reported that the patient underwent knee surgery on an unknown date and topical skin adhesive was used. Approximately 10-14 days post-operatively, the patient experienced skin blistering and redness at the application site. The patient was administered medrol dose patch and benadryl. The surgeon opines it is not a chemical or allergic reaction and that it is due to a larger area with fluid buildup. The patient has experienced no significant issues post treatment and is scheduled for follow-up.